Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device used was used during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, during deployment of the device on the patient's right side, venous bleeding occurred. Hemostasis was performed with the use of suture and cautery. Bleeding measured 1.7 liters and map 6 iu transfusion was performed. There were no issues noted regarding the hemodynamics. As a result of the event, right arm was not placed for anterior vaginal wall mesh procedure. Since the first day after the procedure, there was leakage from the vaginal wall. The patient was then under follow-up observation. The leakage measured from 500ml to 1l per day. There was also a 1.5 liter per day excretion of urine. On (B)(6) 2015, indigo carmine was injected intravenously and the fluid turned blue. As a result, it was suspected that it was a urine leakage. Retrograde urethrogram was performed and the urine leakage was noted from the area where the hemostasis was operated. Stent was then inserted. Vaginal leakage then reportedly stopped. Furthermore, there was a complaint of mesh exposure from the vaginal wall. Upon examination, it was noted that the left arm penetrated the wall by several millimeters. The exposed mesh was removed during an outpatient visit.